Event description:
Patient had one lead explanted and replaced and ipg repositioned to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 8026785.

Event description:
Related manufacturer reference number 3006705815-2023-00724. It was reported one of the patient's leads had migrated and the patient's ipg had tipped. The issue was confirmed via x-rays. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead migrated.